Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The UDI is unknown because the part number and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified mid femoral vein. After finishing an atherectomy procedure with a non-abbott device, the physician attempted to remove the non-abbott atherectomy device, but it got stuck on the barewire. The devices had to be removed altogether as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.